Event description:
Reportedly, when the device was interrogated, the displayed magnet rate was at 87 min-1, i.e. Below the magnet rate at bol; the device was still packaged in its commercial box. Since it was considered as an abnormal value, the device was reinterrogated; however, the same magnet rate was observed. The last charge time and the battery voltage were normal. The device was not used. Preliminary analysis revealed that the magnet rate was 87 min-1 because a reset occurred; the root cause of the reset is not known at this point.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.